Event description:
The tip of the needle broke while trying to puncture the tracheal wall. The tip was buried an patient was not harmed. Lot confirmed. Samples are not available as nurses of the department have thrown them away. Pictures are available. "As per cc form": the tip of the needle broke while trying to puncture the tracheal wall. The tip was buried an patient was not harmed a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Lab evaluation n/a . Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1978887 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1978887. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. As no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage rings of the trachea causing the distal end of the needle to break on the puncture attempt as it was stated in the complaint description that ¿the tip of the needle broke while trying to puncture the tracheal wall¿. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was removed from the patient with flexible forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 27-mar-23 and an update to the investigation conclusions.